Event description:
While labor & delivery rn was screwing the luer into the vacutainer to collect the blood. When she tried to put the safety cap on, it broke off the top of the luer. Her report was "vacutainer (blood transfer device) broke off when I was applying the safety cap spraying blood over my face and in my left eye." Nurse washed eyes at eyewash station then to occupational health as per protocol. At last review she required no further treatment beyond this first aid.